Manufacturer narrative:
A tear was observed on the soft cannula. Fluid was observed leaving this tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 350 mg/dl while wearing the pod longer than 48 hours on the arm. Ketones were also tested and results were negative. As treatment, insulin was delivered and a new pod was applied.